Event description:
Information received from the field notes that measurements obtained showed a remaining longevity of 35 months. Based on the programmed settings, the longevity should have been 100 months. The battery cell impedance was at 2 kohms. Although the patient was asymptomatic and non-pacemaker dependent, the device was replaced.